Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited varying thresholds and above range at times. It was noted that the threshold was in range today. The rv lead remains in use. No patient complications have been reported as a result of this event.